Event description:
After placement of this pedicle screw in an anterior posterior spinal fusion, the tulip portion became disengaged, the screw failed. Portions of the screw exhibited material coming apart. The screw was removed and a new screw placed. This added 10 minutes to the procedure to replace it.